Event description:
The customer obtained false high qc results for k+. Na+ and cl- on two vitros 250 analyzers. False high results of this type may initiate inappropriate physician action. Results were not reported to the floor and there was no report of pt harm as a result of this event.